Event description:
It was reported that during a laparoscopic rectum cancer resection procedure, the generator alarmed and displayed error code 4. Then the doctor removed the hand piece and put it in water to reduce the temperature of the hand piece. After use for 3 min, the generator also alarmed and displayed the hand piece was wrong. It was not noted how case completed. There was no patient consequence.